Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 420 mg/dl. The customer¿s current high blood glucose 157 mg/dl. Caller stated the sensor glucose was 57 mg/dl and the actual blood glucose was 156mg/dl. The customer had treated with bolus. The drive support cap was normal. The product was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Unit was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted.